Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "while performing scheduled tubing change on a propofol drip, nurse took tubing out of pump and tubing separated in the superior portion of the pump segment. No excessive force was used to remove the tubing from the pump." An incomplete date of event of (B)(6) 2019 was provided. Although requested, there has been no impact to patient response or additional event information made available to date.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "while performing scheduled tubing change on a propofol drip, nurse took tubing out of pump and tubing separated in the superior portion of the pump segment. No excessive force was used to remove the tubing from the pump." An incomplete date of event of (B)(6) 2019 was provided. Although requested, there has been no impact to patient response or additional event information made available to date.

Manufacturer narrative:
The customer¿s report of the tubing separated in the superior portion of the pump segment was confirmed. The separation was observed at the engagement between the upper fitment and the silicone segment tubing. Dimensional analysis of the upper fitment, silicone segment, and retainer ring observed all dimensions to be within specification(s). The root cause of the separated tubing could not be definitively determined.

Manufacturer narrative:
Date of event (B)(6) 2019 incomplete date was provided. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "while performing scheduled tubing change on propofol drip, nurse took tubing out of pump and tubing separated in the superior portion of the pump segment. No excessive force was used to remove the tubing from the pump." An incomplete date of event of (B)(6) 2019 was provided.